Event description:
Customer reported a hospitalization due to a car accident. The customer stated that she had experienced symptoms of high blood glucose and blacked out while she was driving. She also complained of not being able to think clearly. Customer stated she was wearing the insulin pump at the time of hospitalization. The blood glucose reading was 358 mg/dl at the time of the emergency room visit. Customer contacted their healthcare provider and is being treated with manual injections. Customer was released from the hospital with a blood glucose reading of 353 mg/dl. Customer refused troubleshooting and requested an upgrade on the insulin pump. Insulin pump is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.